Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported a dim display. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4:19apr2021; b4:26apr2021. It was indicated that the issue of the dim display was found during preventive maintenance. The customer reported there was no patient involvement. The customer replaced the lcd display to fix the reported issue of the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The lcd which is part of the user interface (ui) assembly was returned for analysis. A visual inspection of the returned ui assembly was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause of the dim display was due to the burnt-out cold cathode fluorescent lamp (ccfl) backlight.